Event description:
Information was received indicating that this extension set exhibited leakage at the filter. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis. During analysis, leak testing was performed using hydrostat vessel to look for unusual functions; a leak was observed fleeing from the air vent. Probable root causes of the reported problem were noted to be; filter was received damaged from the supplier and/or the filter became damage after the product left shm facilities. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.